Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched message was confirmed and reproduced. It was caused by a loose link screw. As a result, the link screws were replaced during the repair process.

Event description:
It was found during testing that a pump was alarming for a door not fully latched message. There was no patient incident because the error was found during testing.